Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.

Manufacturer narrative:
Pod was returned with the needle mechanism fully deployed. No damages or defects were observed that would contribute to the dislodging of the exposed portion of the soft cannula. The exact cause of the reported event could not be determined. The device was received with the adhesive pad fully attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The investigation found the exposed portion of the soft cannula to be torn. During a fluid test, fluid was observed to exit the tear in the exposed portion of the soft cannula. Due to the external nature of this damage, the exact cause and timing of this tear could not be determined.